Event description:
It was reported that the electrocardiogram revealed there was oversensing which caused nine second pauses. It was noted that the physician opted to observe and monitor. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).